Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, revealing that the patient underwent surgical intervention on (B)(6) 2025 wherein the ipg was replaced and a percutaneous lead was added to cover the ineffective therapy caused by the migrated lead. Effective therapy was restored post op.

Manufacturer narrative:
Initial reporter & health effect - impact code corrected.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site and ineffective therapy. X-ray imaging confirmed lead migration. Surgical intervention may take place in the future to address the issue.